Event description:
A dealer has reported the actuator is working intermittently. The egg switch was replaced' however, the issue persisted. Dealer states actuator sounds like its running very hard. No injury.